Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. E1 initial reporter: (B)(6). E1 event site name: (B)(6). E1 event site address: (B)(6). E1 event site postal code: (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables ¿ 113112b0 - betastar mobile operating-table, EU. As reported, during the charging process, the operating room table was connected to the mains via the mains supply cable when a significant amount of smoke was observed emitting from the cable. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the exposure to thermal and electrical hazards resulting from a failure of the mains supply cable, was to reoccur.